Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 25 colony forming units (cfus) of mixed flora with presence of indicator organisms: streptococcus mitis_oralis and 100 cfu's of klebsiella pneumoniae / escherichia coli and 40 kve of mengflora. All channels were sampled. The scope was never used on any patient or been in a washing machine. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 25 colony forming units (cfus) of mixed flora with presence of indicator organisms: streptococcus mitis - oralis. All channels were sampled. All channels were sampled. The scope was never used on any patient or been in a washing machine. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The customer did not provide provide cleaning disinfection and sanitization (cds) practices. The device evaluation was conducted and the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.